Event description:
The customer stated he was hospitalized due to hyperglycemia. The reported blood glucose reading was 1000 mg/dl. Troubleshooting was performed and the time was correct. The customer stated he had been waking up with hyperglycemia and after the event he worked with his nurse to make changes to his basal rates and bolus dosages. The customer stated that he was uncomfortable with the insulin pump. The customer was advised to discontinue use of the insulin pump until a replacement was delivered.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.